Event description:
The loaner system 7 reciprocating saw was returned to stryker instruments, and during functional evaluation it was noted that the device was leaking an unknown substance. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of unknown substance was confirmed. During the inspection an unknown substance was seen coming out of the device when running. The service tech observed the same findings, as upon disassembly the motor was covered in a wet substance, and there was also a wet substance in the trigger area and back cap. However, the tech did not observe any active leaking from the device, and no component failure was found. Leaking is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
The loaner system 7 reciprocating saw was returned to stryker instruments, and during functional evaluation it was noted that the device was leaking an unknown substance. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.